Event description:
Patient had a right atrial lead and pacemaker originally implanted in fall of 2012. In the spring of 2013, the patient was brought in because there was an issue with the device. The md felt the lead was the problem, so he repositioned the lead, he did not remove it. The day after that, the device was still malfunctioning. Md felt lead not really needed anymore and so it was removed.what was the original intended procedure?as above.device #1is this a laboratory device or laboratory test?no.